Event description:
It was reported that this insertable cardiac monitor (icm) device had reached end of service (eos) battery status earlier than expected and had not met the projected longevity. Additional information indicates an icm device explant procedure has been scheduled for this patient in the following months. However, no medical or surgical intervention has been performed at this time. No adverse patient effects were reported. This icm device remains implanted at this time.

Manufacturer narrative:
We are unable to provide the complete unique identifier (UDI) # for this product. All available product data has been included in this report.

Event description:
It was reported that this insertable cardiac monitor (icm) device had reached end of service (eos) battery status earlier than expected and had not met the projected longevity. Additional information indicates an icm device explant procedure has been scheduled for this patient in the following months. Additional information was received indicating this icm device had been explanted from the patient. There is no plan to implant a new icm device as replacement in the future. No adverse patient effects were reported. The explanted icm device has been returned and is being analyzed at this time.

Manufacturer narrative:
We are unable to provide the complete unique identifier (UDI) # for this product. All available product data has been included in this report.